Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that subsequent to the patient's ablation procedure, the right ventricular (rv) lead thresholds increased and were observed to be high. The patient reported experiencing pocket stimulation, discomfort, lightheadedness and "feeling flushed" during ventricular and atrial pacing tests. The rv lead remains in use. No further patient complications have been reported as a result of this event.